Event description:
It was reported that inadvertent deployment of stent occurred. A 6x20x120 epic¿ vascular stent was selected to treat the lesion. However, when the physician opened the device, it was noted that the stent was partially opened/exposed. The physician tried to re-sheath the stent but was unsuccessful.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).